Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer ran into the side-view mirror of a car and the pump touch screen shattered upon impact with the mirror. Additionally, the pump touch screen became unresponsive. Customer's blood glucose was 77 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.